Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a missing piece by the reservoir compartment and he reservoir screws in but does not click. Customer stated that the reservoir fell out of the insulin pump. Customer complained about her blood glucose level being higher even after changing the set. Blood glucose at the time of the event is unknown; last blood glucose reading was 311 mg/dl. She had been treating with manual injections. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.